Event description:
While attempting to defibrillate a patient who presented pulseless ventricular tachycardia, the device displayed a "defib fault 72" and "defib disabled" message. The patient coded as they were pulling into the hospital. A hospital defibrillator was used and the patient converted. The reported malfunction was not duplicated by the customer. There was no adverse effect to the patient due to the reported malfunction.